Manufacturer narrative:
A2: unk, a3: unk, a4: unk, a5: unk, a6: unk, b3: unk, d4: expiration date unk, d6a: unk, d6b: unk, h4: unk. H6: health effect impact code - additional medications: 4644 - topical non-steroidal anti-inflammatory drops; bimatoprost, brimonidin . Claim # (B)(4).

Event description:
A copy of an article from scientific reports (2024) was found regarding "one-stage versus two-stage bilateral implantable collamer lens implantation: a comparison of efficacy and safety". The article involved 178 eyes of 89 patients (100 eyes one-stage, 78 eyes two-stage) were included in the study. Post-op, there were isolated cases of high vault; halos; icl rotation; increased iop (treated with medication); endothelial cell loss and macular edema (treated with medication). Additional information has been requested but none has been forthcoming.